Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker was set to undergo a magnetic resonance imaging (MRI) scan. The device was programmed to odo mode (brady therapy off) as the patient was not pacemaker dependent and paced in the right ventricle (rv) less than 1%. However, when the device was reprogrammed, the patient became unresponsive. MRI protection mode was exited within six minutes due to the patient's condition. With pacing programmed back on at the original settings (aair mode with vvi backup), a rythmiq episode was stored due to lack of atrial activity. A six second pause was observed on the episode electrograms (egms) until the mode switched to ddd and brady pacing was delivered. Later that day, a remote interrogation was done and the presenting egm in the transmission showed the device operating as programmed. No additional adverse patient effects were reported. The device remains implanted and in service.